Event description:
It was reported that pump touchscreen had chip and scratches and became unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up, no troubleshooting was performed, and no additional actions or outcomes were obtained or documented.